Manufacturer narrative:
A revision procedure was performed, during which this rv lead was successfully repositioned. Current records suggest that this rv lead remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that the patient with this recently implanted transvenous right ventricular (rv) lead was found to have increased rv pacing thresholds when the device was interrogated at wound check. Rv pacing output settings were increased at that time. Later that evening, the patient presented in the emergency room with heart failure symptoms. The physician was concerned about the possibility of a perforation, so an echocardiogram was obtained, but this showed no signs of effusion. The patient was determined to be experiencing atrial fibrillation (af) with rapid ventricular response (rvr), which may have caused these symptoms. The physician reportedly commented that a micro-dislodgement have occurred with the rv lead, causing the increased pacing thresholds.